Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed batt test and charge/battery lasts less than expected due to blank display.

Event description:
The customer reported via phone call that his insulin pump stopped working. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting for blank display and it was reported that the display returned. The customer also reported that he received failed battery test. He was assisted in troubleshooting and it was reported that failed battery recurred. The customer also stated that he received weak battery alarm on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis